Event description:
The customer reported obtaining erratic potassium (k) ion selective electrode (ise) results from a beckman coulter au480 clinical chemistry analyzer for four patients. The customer stated that they had multiple calibration failures for ise and a shift in k calibration slope prior to obtaining the erroneous results. All 17 samples which were run on the day of the event were repeated on an alternate au480 analyzer but only k results for 4 emergency patient were revised and reported out of the lab. This report is for patient #1. Please see medwatch #2050012-2012-01117 for the report on the other three patients. Patient #1 had an original k result of 2.7 meq/l and the result was reported out of the lab. A rerun was performed and a result of 3.7 meq/l was obtained and reported 12 hours after the initial report. Patient #1 was treated with 10 meq of potassium in 100 ml of water administered over 1 hour by intravenous therapy (IV) as a consequence of the erroneous result and the patient was admitted to the hospital following treatment. The customer mentioned that the treatment was medically reversible and that the patient's admission to the hospital was unrelated to the treatment but due to a diagnosis of acute appendicitis. The patient was admitted to the hospital for a surgery consult. Beckman coulter field service engineer (fse) observed bubbles in the ise system. The fse replaced the reference valve and pinch valve tubing and repairs were verified per established procedures.